Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 37 mg/dl at the time of hospitalization. Customer also experienced blood glucose level of 150 mg/dl. Customer was treated with dextrose 50 drip. Customer stated that the insulin pump had unexpected restart alarm. Customer was able to rewind the insulin pump. The insulin pump will not be returned for analysis. Frn unknown. Inf set unknown.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No unexpected restart alarm noted after battery change or during the unexpected restart error test. Device was programmed with the correct time/date then monitored for 1 day. No unexpected restart alarm, external error alarm, pump reset to factory default or unexpected pump restart noted. Device was also programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No history/memory anomaly noted. Device was received without the activity lock, unable to verify damage to the activity lock. Device uploaded properly using carelink. Device had minor scratched display window and cracked reservoir tube lip.